Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that she was going to have surgery again and stated that it would have been nice if the stimulator was built fine in the first place. The steps taken to resolve the leakage, painful stimulation and fall was to replace the lead and battery. The patient stated that the machine just did not work in the first place. It was also stated that steps taken to resolve the programmer issue was a bunch office visits.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss of therapy. The patient said it was not working and it was leaking horribly. The patient did not feel stimulation. When the patient went to put the antenna on all of a sudden it was hurting "like you wouldn't believe." It had never hurt like this before. The patient was at 6.35 volts. She had been increasing it the other today so that was why stimulation was so high. Stimulation was decreased to 6.20 volts and she felt nothing. It had been longer than 3 months that the leakage started. Stimulation started hurting today, (B)(6) 2016. The patient had fallen so many times in the past couple weeks she could not count. It also noted that the patient programmer (pp) would not work. She did not remember what she saw. This occurred 4-5 months ago. Today the patient could connect with no problem. The patient later reported painful stimulation. She tried to adjust stimulation this morning, (B)(6) 2016, and she felt a sharp pain. It was hurting at the site of the stimulation sensation. Stimulation was at 6.26 amp. The patient had turned stimulation off. The pp showed that the battery was low. The patient was going to get pp batteries and she would lower stimulation to 3.0 amp for now and if she needed further assistance she would call back. The patient mentioned the device had never really helped her with urinary symptom relief. The patient mentioned she had 3 foot surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.